Event description:
It was reported that frost on the needle shaft occurred. An icerod cx 90 needle was selected for use during a cryoablation procedure. After the initial two minutes, the needle shaft froze at the skin. The needle was turned off and back on for the same result. At this time, saline was applied to the needle and skin. No harm to the patient occurred. The procedure continued and was completed without issue regarding iceball or tumor.

Manufacturer narrative:
Updated lot number. The needle 1-wire data has been read and it was found that the returned product was from lot u2387 and not u2228 as reported. Engineering analysis determined the frost on shaft observed during the procedure was caused by loss of the vacuum sleeve insulation of the needle. There was no evidence of a manufacturing assembly related cause for this issue based on analysis. This component failure can occur without a specific reason during cryoablation and does not interfere with the device function i.e. Ability to form an ice ball.

Event description:
It was reported that frost on the needle shaft occurred. An icerod cx 90 needle was selected for use during a cryoablation procedure. After the initial two minutes, the needle shaft froze at the skin. The needle was turned off and back on for the same result. At this time, saline was applied to the needle and skin. No harm to the patient occurred. The procedure continued and was completed without issue regarding iceball or tumor.